Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Analysis found that the connector pin was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins recharger (insr) stopped working, further stating there was no display, the insr was dead and it would not charge from the wall. Caller stated that the green light was on and the desktop charger (dtc) seemed a little loose/bent. Caller stated that they had tried several outlets and nothing was working. Caller reported that the patient's ins turned off. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. A replacement dtc was sent to the patient. Patient called back on (B)(6) and stated that contacts were not bent because they could tell by looking at them. On (B)(6), patient called back stating that they had received the dtc and it was still not charging the insr. A message was sent to the local manufacturer's representative (rep) to further assist the patient. No further patient complications were reported/ anticipated as a result of this event.